Event description:
Customer reported that a pt sample containing anti-d and anti-c did not react with d-positive and c-negative cells of 0.8% resolve panel a lot 8ra181. This report corresponds to ortho-clinical diagnostics, inc complaint number mxp614382.